Manufacturer narrative:
Other text: d4: UDI is unknown. G5: 510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. The device was returned for evaluation. During visual inspection, no abnormalities leading to this event were observed. During functional testing, the stock connector was attached to the returned device and a catheter removal test was conducted. Testing confirmed that the product complied with the standards. The reported event was not confirmed. Possible root causes are: the catheter was not inserted deep enough in the connector or liquids such as alcohol and chemicals were attached to the catheter. However, the exact root could not be confirmed. No actions taken.

Event description:
It was reported that the customer passed through the connector and locked it. However, when they pulled the catheter, it slipped off from the connector. No patient injury reported.